Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 84 mg/dl at the time of the incident, and 119 mg/dl at the time of the call. The customer entered a bolus for food they were about to have and the pump gave her more insulin than she had entered. The customer also noticed an air bubble in the infusion set and when they checked again, the bubble was gone and the pump was suspended. Troubleshooting was completed but did not resolve the issue. The customer also reported possible air bubbles in the cannula and a leaking reservoir. The insulin pump will be returned for analysis.